Event description:
A customer reported that the pump battery was depleting too quickly. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the caller to uninstall and reinstall the mobile app and advised them to monitor the battery depletion rate, with a follow-up if it exceeded 35% per day. The customer acknowledged the instructions.